Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a pace impedance measurement of greater than 2,000 ohms. Inappropriate atrial tachy response episodes were observed from what looked to be muscle noise and oversensing, due to unipolar ra sensing. Technical services discussed programming options and continuing to monitor. The lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was surgically abandoned and a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a pace impedance measurement of greater than 2,000 ohms. Inappropriate atrial tachy response episodes were observed from what looked to be muscle noise and oversensing, due to unipolar ra sensing. Technical services discussed programming options and continuing to monitor. The lead remains in service. No adverse patient effects were reported.